Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned low sodium (na) results for multiple patients and also had qc issues on a cobas 6000 c (501) module. The customer only provided actual results for 2 patient samples. The na results for both samples were discrepant. Patient 1 initial na result was 80 mmol/l. The repeat result was 136 mmol/l. Patient 2 initial na result was 90 mmol/l. The repeat result was 138 mmol/l. The customer stated there was a ref. Error with the initial result for one of these patients. It is not known which patient results were affected by this. The erroneous results were not reported outside of the laboratory. There was no allegation that an adverse event occurred. The na electrode lot number and expiration date were not provided. The customer stated calibration signals were good and instrument maintenance was up to date. The electrodes were replaced last month and pinch valve tubes were replaced "recently." The last preventive maintenance visit was in mar-2018. The customer replaced the reference electrode and has not had any further issues. Based on the data provided, the investigation was unable to find a definitive root cause.